Event description:
Pt heard a "pop", post op x-ray showed broken reconstruction plate. Upon hardware removal, it was noted that the fracture had healed.

Manufacturer narrative:
No investigation could be performed, no conclusion drawn, as no device was returned.